Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 bd maxplus¿ needleless connectors experienced flow issues, and were clogged. The following information was provided by the initial reporter: the oncology department reported that fluid was blocked during use, 6 products did not drain during infusion, and 3 products did not drain during connection of catheter infusion set.

Manufacturer narrative:
H6: investigation summary: a mp1000 china product was not available for investigation; however, the customer indicated the complaint product was from lot: 22055375. The feedback provided by the customer indicates a complete occlusion was detected during use of the maxplus device. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 22055375 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that 9 bd maxplus¿ needleless connectors experienced flow issues, and were clogged. The following information was provided by the initial reporter: the oncology department reported that fluid was blocked during use, 6 products did not drain during infusion, and 3 products did not drain during connection of catheter infusion set.